Event description:
Device 2 of 2. Reference MFR report#: 1627487-2011-05387. The pt received her scs system on (B)(6) 2011 including two percutaneous leads (from different lots). It was reported the pt was barely feeling a minor sensation and practically no stimulation. The pt also experienced stimulation in her right arm, although her pain pattern is low back and both legs. An sjm representative ran an impedance check and every contact was low. X-rays were taken and showed one of the leads had migrated. As a result, the lead was repositioned on (B)(6) 2011. Stimulation was regained post-op, but the impedances remained low on all but one contact. A fluoroscopy was conducted and there was no indication of the leads being pulled from the ipg site. Attempt to gather additional information was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.